Event description:
It was reported that during the use of the device for a non-clinical activity, the large tank of the cooler heater unit was frozen. Issue was found after a three day weekend. The compressor had been left on to keep the ice block full. The perfusionist found upon arrival to the hospital. There was no patient involvement.